Manufacturer narrative:
(B)(4).

Event description:
It was further reported per the user facility medwatch that the physician performed three runs: one at 60k rpm, then one at 90k rpm, and the last run at 120k rpm.

Manufacturer narrative:
The oad was received with the original guide wire which was not engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft confirmed that the crown was dislodged from the driveshaft. As stated in the complaint details, the crown was lodged within the vessel and was not removed; therefore, an analysis of the crown could not be performed. The distal driveshaft tip bushing remained intact and undamaged. No biological material was observed on the driveshaft. The oad driveshaft and saline sheath lengths were measured and met design specifications. The crown bond location was also measured and met drawing specifications. No other damage or abnormalities were observed with the oad or components that would have contributed to the reported event. Following the optical examination, the driveshaft crown bond site was examined in a scanning electron microscope (sem). The image map confirmed presence of tin solder material at the crown bond site. The initial visual and tactile examination of the guide wire shaft and spring tip did not reveal any damage that would have contributed to the reported complaint. The guide wire spring tip and proximal solder bond remained intact and undamaged. No biological material was observed on the guide wire shaft or spring tip. At the conclusion of the failure analysis investigation, the complaint of "when the device was removed, there was no crown on the driveshaft and the driveshaft looked undamaged" was confirmed. The driveshaft bond site revealed the presence of solder residue. It appears that when the crown was spun at high speed while trying to advance through the cto lesion it became stuck, generating enough rotational force to exceed the strength of the crown bond. Per the IFU - warnings section: "when treating chronic total occlusion (cto), create a channel at low or medium speed before traversing the lesion at high speed. Crossing the cto on high speed may cause the shaft and/or guide wire to fracture as a result of excessive force." The oad was not used in accordance with the IFU. Additional investigation and corrective actions have been initiated to prevent the occurrence of this type of event. There are no other similar complaints of this nature related to this device lot number. The material inspection record for the guide wire device could not be reviewed as the lot number for the device is unknown. The device history record for the oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the device became lodged in an occluded vessel. As per the medical record, the physician used a 6f introducer sheath, a 0.014" crossing catheter, and two guide wires to reach the target lesion at the origin of the posterior tibial (pt) artery. He was able to cross the cto with one of the wires, but not with the guiding catheter or a 1.5 balloon. He attempted to cross with a 1.25 solid crown oad, but the crown became detached within the occluded portion of the pt artery. He successfully maneuvered a guide wire around the detached crown and performed angioplasty with a 2.0 balloon, but was unsuccessful in re-establishing flow distally. He felt that retrieval of the very small crown in this occluded segment was much more of a risk than benefit to the patient as it was likely to be of no clinical consequence. He subsequently performed balloon angioplasty alone of the diseased segment in the tp trunk with a 3.0 balloon. He then stented the distal sfa stenosis with a 6x40 self-expanding stent in an attempt to improve blood flow to the foot and post-dilated with a 5.0 balloon. The net angiographic result was improved inflow through the sfa to the infrapopliteal vessels, but with persistent occlusion of the infrapopliteal vessels and essentially single-vessel runoff to the foot via a collateralized pt. The patient and her family understand that the intervention was essentially unsuccessful in re-establishing flow to the foot and are very comfortable with no further intervention to retrieve the crown. The patient was discharged to home and will continue with hemodialysis and foot care per her referring physician.

Manufacturer narrative:
The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met it's material, assembly, and quality control requirements. (B)(4). The device has not yet been returned.